Event description:
In 12/2000, the facility's operating room supervisor informed the distributor's representative of the following: the device leaked fluid at proximal end when the physician tested the product prior to surgery. No further details are available at this time.